Manufacturer narrative:
(B)(4). Concomitant medical products: 00840009000, humeral screw kit 2 humeral screws, 63475165, 00840108000, elbow torque driver, 56613804, 00111914001, palacos lvg 1x40 single, 85054569, 00506905200, front loading cartridge kit front loading cartridge kit , compatible with zimmerâ® vacuum, mixing system, 63471001, 00840009500, articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar, bearings b sterile product, do not resterilize, 63356422, 00840002507, ulnar component plasma sprayed size 5 75 mm length right for cemented use only, 63169550, 32810503800, cement restrictor with nozzle 1 - 16 mm diameter 1 - 25 mm diameter, 63254251, 47840103800, ulnar cement diverter sterile product do not resterilize, 63184640. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was scrapped by the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Scrapped, not returned to manufacturer.

Event description:
It has been reported that patient was revised due to periprosthetic humeral fracture approximately eleven (11) months following total elbow arthroplasty implantation. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.